Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other similar complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported inflammation cells that floated into the anterior chamber following an intraocular lens (iol) implant procedure. The vision was affected. Sub conjunctional injection was administered to the eye. The lens remains implanted.